Event description:
(B)(4). I have chronic stabbing pains in my pelvic area. I have headaches and migraines that last for weeks on end and no medicine will take care of them. I now on depression medicine when I've never had a problem. I get dizzy spells all the time and my stomach is always bloated and I have gained weight. And I'm using my eyebrows. I loss my train of thought on what I'm doing and I get a lot of body pains which could be from work